Event description:
It was reported that the customer was hospitalized due to high blood glucose of 580mg/dl. The customer experienced vomiting, thirst, nausea, and excessive urination. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found low reservoir and battery alarms. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Advised that the device is functioning as designed. Instructed to change the entire infusion set and reservoir. The next day, the caller stated that the customer came to her office and passed out with blood glucose over 600mg/dl. It was stated that the doctor and the customer don't feel the insulin pump is reliable and they requested a replacement of the device. It was mentioned that the customer was hospitalized, and she was treated with a cortisone shot. It was stated that the customer may had inserted into some scar tissue. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.